Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the terminal and tip segments of the lead were received; the mid-bod segment was not received. The lead was severed 128 millimeters (mm) from the terminal pin; the total lead length received was 553 mm. Visual inspection revealed cuts in the insulation, and separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. This damage likely occurred during the explant procedure. Calcification was noted on the insulation and both shocking coils. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no issues other than the mentioned calcification and explant damage. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of oversensing, pacing inhibition, noise, pacing impedance high out of range and high pacing thresholds.

Event description:
It was reported that this right ventricular lead was explanted as it exhibited oversensing, pacing inhibition with no asystole, isometric noise, pacing impedance high out of range and high pacing thresholds. The lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular lead was explanted as it exhibited oversensing, pacing inhibition with no asystole, isometric noise, pacing impedance high out of range and high pacing thresholds. The lead was successfully replaced. No additional adverse patient effects were reported. The product was returned for analysis.